Event description:
A report was received that the patient's ipg exhibited premature battery depletion confirmed through the database analysis. The patient will undergo a revision.

Event description:
A report was received that the patient's ipg exhibited premature battery depletion confirmed through the database analysis. The patient will undergo a revision.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's ipg exhibited premature battery depletion confirmed through the database analysis. The patient will undergo a revision.